Event description:
Dr was conducting a bladder neck contracture release. Midway through procedure, he noticed the beak of the sheath had come off into the pt. He could not remove the beak due to its placement behind a large stricture in the urethra. He then switched to a cystosomy but still could not retrieve the beak. At that time he ended the procedure. The dr referred the pt to a urethroplasty to address the stricture and believed the broken piece would be removed at that time. Other than noted, there was no other adverse effect of pt; bladder neck contracture release was completed, and pt condition post-op was good.